Event description:
Patient had impella percutaneous left ventricular assist device (plvad) implantation in morning. 5% dextrose was set to run as impella purge solution (heparin had not been added to the 5% dextrose, yet). The purge solution leaked while running the impella console resulting in 1 to 1-1/2 hours that the patient / machine was not receiving the 5% dextrose. The representative was contacted, and a new replacement kit was sent. The faulty purge set-up was replaced with a new set-up and this new set-up performed as intended. No patient injury.